Event description:
It was reported that the patient had passed away. The patient¿s family had stated that the power had gone out between 7:00pm and 10:00pm and the patient had to be on the ventilator at 10:00pm. The ventilator had allegedly stopped working and then started working again. At 4:00am the patient¿s brother stated the ventilator had a low pressure alarm condition, so he made some adjustments and went to sleep again.

Manufacturer narrative:
The date of the reported incident was (B)(6) 2014. The event trace indicates there were three separate operational periods recorded on the reported incident date. The event trace indicates that the ventilator issued a low pressure, low minute volume, and high side disconnect alarm conditions 4 seconds prior to being properly powered down in the first operational period (adjusted time; on at 12:35:22 am and off at 06:32:11 am). These entries have no associated alarm clear entries. The ventilator was properly powered off after operating for 5.9 hours. The ventilator remained off for 30 seconds before being powered back on for a second operational period (adjusted time; on at 06:32:41 am and off at 06:35:31 am). The ventilator issued a low pressure alarm condition 2.4 minutes prior to being properly powered down. This entry has no associated alarm clear entry. The ventilator issued a high side disconnect alarm condition 5 seconds prior to being properly powered down. This entry has no associated alarm clear entry. The ventilator was properly powered off after operating for 2.9 minutes. The ventilator remained off for 11.2 minutes before being powered back on. For the third operational period (adjusted time; on at 06:46:48 am and off at 10:02:04 am), the ¿patient size¿ query was not acknowledged for 3.2 hours after the ventilator was initially turned on. No ventilation occurred during this 3.2 hour period. The ventilator issued a low minute volume alarm condition 23 seconds prior to being properly powered down. This entry has no associated alarm clear entry. The ventilator issued a low pressure alarm condition 22 seconds prior to being properly powered down. This entry has no associated alarm clear entry.